Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially could not complete the pump reset, but after a follow-up call, the issue was resolved with the help of a specialist. The customer was advised to continue using the pump and to call back if any malfunctions occurred again.